Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor's electrode or needle fractured while it was in the customer's body. The customer noticed the cannula/needle break upon removal of the sensor. Customer's blood glucose level was 156 mg/dl. The device was not returned.